Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified, which occurred during therapy initiated on (B)(6) 2013, at 23:02:51. During night drain cycle three, the patient's ultrafiltration reading was 1676ml, indicating the home patient (hp) drained 1676ml more than their maximum programmed fill volume of 2200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the iipv was confirmed through review of the event history logs. The cause was determined to be insufficient drain due to one or more cycles advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.